Event description:
On 3/23/94, three implants were placed in areas #20, #19, and #18 in the mouth of the above named pt. The pt was seen post-operatively after the surgery and did well. On 4/7/95, the pt was seen and mobility of implant in #19 area was noted. On 9/30/96, a posterior implant was removed from the pt. The pt has been noted to have had bone augmentation with freeze dried bone at time of implant placement. Implant failed due to poor bone quality.